Event description:
Biotronik rv lead with possible low voltage fracture, triggered a lead integrity alert (lia). Biotronik lead had rv pacing, rv coil, and svc coil impedance spikes and noise. The rv lead and ra lead were extracted and replaced with (B)(6) leads. Reference report mw5120745. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).